Event description:
New information received states the device was explanted. The patient condition is stable.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient presented to the follow up with complaints of tiredness and shortness of breath. A chest x-ray found the device had migrated down into the chest and all the leads were displaced. No capture was observed from the rv and lv lead. High capture threshold was observed on the atrial channel. The device setting was programmed. Lead revision or lead replacement was recommended. The patient condition is stable.